Event description:
It was reported that they were having issues with the patient programmer. It was noted that the patient had started shaking on the morning of the date of this report so they wanted to check to see if the patient¿s implantable neurostimulator (ins) was on. The patient programmer had not been used for a couple of months prior to the date of this report. It was noted that all of the lights were on the back of the patient programmer. Patient did not hear a beep when the battery was put back into the patient programmer and all the lights were still on. It was noted that it was not a new battery. It was further noted that a new battery had not resolved the issue. All the lights were still on. It was later reported that the patient had a return of shaking. It was later reported that the lights stayed on and would not go off unless he removed the battery. Anomaly appeared to have occurred through product use. There was no indication of patient harm.

Manufacturer narrative:
Concomitant products: product ID 7438, serial# (B)(4), product type programmer, patient; product ID 7 482a51, serial# (B)(4), implanted: (B)(6) 2011, product type extension, product ID 3387s-40, lot# v712879, implanted: (B)(6) 2011, product type lead. (B)(4).